Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.5mm diameter by 15mm length s7 stent delivery system was inserted for treatment of a 99% lesion in a saphenous vein graft to the circumflex coronary artery. The lesion was not pre-dilated prior to the insertion of the stent delivery system. The stent was advanced to the vein graft anastomosis, however, it was unable to cross despite aggressive attempts. Upon removal of the stent delivery system, it was noted that the stent was missing from the stent delivery balloon. The stent was located at the anastomosis of the vein graft. Subsequently, the stent delivery balloon was re-inserted and advanced through the undeployed stent. The stent was successfully deployed at the intended vein graft anastomosis site. The patient was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The physician did not follow the instructions for use when the lesion was not pre-dilated prior to the insertion of the stent delivery system.